Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was difficult to screw in the cfx screw into the pedicle, in follow the screw head has loosen from shaft. No patient harm, surgery delay of 15 min.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the tulip head and the crushed flex ball were returned. The returned tulip head features minimal signs of use beyond some light surface markings. It is likely that the flex ball fractured and the pieces were crushed out from the polyaxial screw. There is little damage to the remaining components beyond the minor signs of use to the tulip head. The root cause of the flex ball breaking and the tulip head, saddle, and screw head separating cannot be determined from the samples and the information provided. A potential root cause may be excessive force placed on the polyaxial screw during tightening. This may have occurred if high amounts of stress were placed on the screw¿s flex ball, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.